Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-8990st fibertak dx sutures would not side after implantation. When the suture finally freed up, it was cut in half and frayed. The inserter was not broken in the fork tip area and the bone was not too hard when drilling. This was discovered during a procedure. Additional information received on 6/5/2024: this was discovered during a brostrom repair procedure on (B)(6) 2024. The case was completed using another ar-8990st fibertak dx. The sheath was not retrieved. The case was delayed five minutes without additional anesthesia.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, it was evident that the sutures were torn. Consequently, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.